Manufacturer narrative:
(B)(4). Empty. The analysis results found that the el5ml device was received in good visual condition. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. Due to the condition of the device, no functional testing could be performed to evaluate the reported event of dropping clips. No conclusion could be reached as to what may have caused the event reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it was stated that during the first firing, the clip opened: was the clip applied and it came loose from the vessel? Yes. Was the clip malformed? Yes. It was also stated that the device jammed. Did the device not fire a clip in subsequent firings? Yes.

Event description:
It was reported that during a laparoscopic hemicolectomy procedure, the surgeon needed to clip a vessel. When he was using the clip applier, in the first firing the clip opened. In the subsequent, he could not load; the clips fell from the jaws. The instrument seemed to be jammed. Another like device was used to complete the procedure. There was a delay of ten minutes. There were no adverse consequences for the patient reported.